Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no information to suggest that the device had malfunctioned.

Event description:
Patient's knee revised with thicker insert to correct looseness of the knee joint.